Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm for 20 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.